Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the wire looked like it was bent. The bent wire was noticed outside of the patient, near the generator. The procedure was completed with a different device. No further information was available on the patient's condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Visual examination of the returned device confirmed the reported defect. The device exhibits the hypo-tube bent/fractured and protruding through the side wall of kinked catheter at 42 cm from distal handle. The catheter is wavy/bent along the entire length of the device. Evidence was found that the hypotube was kinked during use . The most probable root cause user error. All evidence suggests that extreme force was applied to the device as showed by the bent/ fractured hypotube protruding through kinked catheter.